Event description:
The target lesion was a class c mid rca lesion with moderate calcification and >90 degree tortuosity. A guideliner was used during the procedure. A 2.5mm x 18mm resolute integrity stent was advanced to cover two-thirds of the target lesion and was deployed. It was reported that the stent was well expanded at the deployment site and that the distal non-covered target site was not significant. A 2.5mm x 12mm resolute integrity stent was then implanted, overlapping the previous stent. An edge dissection was reported after deployment of the two stents. The dissection was patched with a balloon. No additional clinical sequelae were reported. Cine evaluation: procedural images were provided for review. Deployment of two overlapping resolute integrity stents was shown in the images. The images of the vessel immediately post deployment of the two stents did not appear to show the occurrence of the reported edge dissection in the vessel. The vessel in the region of the reported edge dissection appeared to show characteristics of an untreated lesion rather than the confirmed occurrence of an edge dissection. The images confirmed the inflation of a post-dilatation balloon at the distal edge of the distal stent and also confirmed the post dilatation of the stents.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (intimal dissection).